Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) clearlink system continu-flo solution sets were damaged. During an unknown process step, the "end of IV tubing that connects into the pigtail of IV broke off and got stuck inside pigtail". The event occurred twice. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.